Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, touch panel does not operate was likely caused by the protective film peeling off. The cause of the film peeling could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus, testing and inspection verified that the touch panel was not functioning. The touch panel could not be operated due to detached protection film. Additionally, testing and inspection found that the front panel was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during reprocessing it was discovered that the liquid protective film was missing. The previous procedure was gastroscope and completed using the same set of equipment. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the touch panel failed. This report is being submitted for the malfunction found during evaluation (the touch panel failed).